Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had incorrectly entered a carbohydrate ratio of 1:1.8g rather than the intended value of 1:8g. Customer's blood glucose was approximately 178 mg/dl. Tandem technical support advised the customer to consult with healthcare provider prior to making and settings adjustments.